Manufacturer narrative:
The patient had expired. The device was tested on the bench, no anomalies were found. The device was past end of life and longevity calculation showed the battery depletion was normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiac arrest. No further information is available at this time.